Event description:
It was reported via repair work order that the motion interrupt pan was hanging down on head right corner due to broken screw. No adverse consequence or clinically relevant delay in treatment was reported.